Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to complete fill tubing process twice in order to progress through load sequence. There was no reported impact to customer's blood glucose. Customer successfully completed load sequence and continued insulin delivery.